Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons are very hard to push. Customer stated that it is mainly the up and down buttons that were not working well. Customer's blood glucose level was 187 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.